Event description:
It was reported that a 27mm 7300tfx mitral valve was disabled after an implant duration of two years, two months due to unknown reason. The tmvr was completed with a 29mm 9755rsl transcatheter valve.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported and learned through medical records that a 27mm 7300tfx mitral valve was disabled after an implant duration of two (2) years, two months and 24 days due to severe stenosis and moderate mitral regurgitation. The patient presented with nyha 4 decompensated chf. The tmvr was completed with a 29mm 9755rsl transcatheter valve. The patient was transferred to ccu in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (component code, clinical code, device code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potentials known and unknown patient-related contributing factors. Per technical summary (B)(4), rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including chronic kidney disease (ckd). All pertinent information available to edwards lifesciences has been submitted.